Event description:
The patient coded post-procedure. The patient went into bradycardia. The caller reported that when the physician arrived at the room, the patient went asystolic. The caller reported that the injury would have been noticed with the patient's rhythm, but it was unknown how it was confirmed. The medical intervention provided was CPR. The patient was in the intensive care unit (ICU). The caller reported that it was unknown if the patient was critical or stable at the time of the call. The caller reported that the physician said he did not know if the injury coincided with the medications because the patient got amiodarone, protamine, and another medication at the same time. The (B)(6) catheters used during the case were an octaray catheter and a soundstar catheter. The carto 3 system was used for mapping and the farapulse system was used for ablation. That petal xml was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).